Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2025. On approximately (B)(6) 2025, the patient was vomiting and went to the emergency room. During that time the cgm was showing "low" but the bg was 240 mg/dl. No other event details were provided about what happened in the emergency room. Follow up attempts to the patient to gather additional information was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.